Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on both leads. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Reporter phone number: (B)(6). B3: date of event is estimated. D6a: date of implant is unknown. Unique device identifier (UDI#): the UDI is unknown because the lot number was not provided. It was reported to abbott a patient had a loss of stimulation. There was high impedance on contacts 1-16. The patient had two octrode leads implanted. As of on (B)(6) 2024, no intervention was planned or scheduled. As such, the rep was informed the record would be closed and reopened as needed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.